Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, the evaluation found the distal end cover was scratched, the cement on the lenses was cracked, the bending section cover adhesive was peeled, a light guide lens was scratched, and the insertion tube was dented and buckled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii bronchovideoscope had bending manipulation and insertion tube defects. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the insertion tube coating was peeled. The report is being submitted due to the peeled coating found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could could not be determined, however, it can be presumed that the likely cause was physical stress. The event may be detected by following the instructions for use which state: ¿·preparation and inspection - inspection of the endoscope¿ ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities¿. "·important information please read before use¿ ¿warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.